Event description:
It was reported to boston scientific corporation that during a renal stone lithotripsy procedure using an accumax 200 fiber, the physician obtained a burn to his forearm when his arm was extended over the coiled fiber. The extra fiber was coiled up on the patient's leg between wet towels when the physician also discovered the fiber broke. No part of the fiber broke inside the patient. The degree of the physician's burn is unknown. The size of burn was described as a pinpoint. The appearance of the burn is dark, more towards brown and black but not reddened. The physician opined the burn as 'deep' and 'painful'. The burn was treated with ointment; type unknown and bandaged by the employee health nurse. The burn has since improved. Energy was transmitted to the fiber from a dornier holmium laser. The power was initially set at 800 kilojoules and increased to 1000 kilojoules by the end of the procedure. The laser settings are unknown. The procedure was completed with another accumax 200 laser fiber without any complications to the patient who is reportedly 'fine' post procedure.

Event description:
It was reported to boston scientific corporation that during a renal stone lithotripsy procedure using an accumax 200 fiber, the physician obtained a burn to his forearm when his arm was extended over the coiled fiber. The extra fiber was coiled up on the patient's leg between wet towels when the physician also discovered the fiber broke. No part of the fiber broke inside the patient. The degree of the physician's burn is unknown. The size of burn was described as a pinpoint. The appearance of the burn is dark, more towards brown and black but not reddened. The physician opined the burn as 'deep' and 'painful'. The burn was treated with ointment; type unknown and bandaged by the employee health nurse. The burn has since improved. Energy was transmitted to the fiber from a dornier holmium laser. The power was initially set at 800 kilojoules and increased to 1000 kilojoules by the end of the procedure. The laser settings are unknown. The procedure was completed with another accumax 200 laser fiber without any complications to the patient who is reportedly 'fine' post procedure. Additional follow-up from the customer confirmed that the physician felt the burn to his forearm, looked down and noticed the fiber was broken. The fiber broke 'very close' to where the physician's arm was. The exact proximity is unknown.

Manufacturer narrative:
Visual analysis of the returned fiber revealed the fiber is broken 91.5 cm from the distal tip. There are burn marks at the fiber break indicating that the fiber broke while in use.